Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the unit and was able to reproduce the reported failure. The stm replaced the power management board and the battery packs. The unit is now able to charge the battery packs. The stm then performed complete pm with full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety checks and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardosave intra-aortic balloon pump (iabp) will not charge the battery packs and the battery packs are depleted. It is unknown under which circumstance this event occurred. However, there was no patient involvement; thus, no adverse event was reported.